Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal. A receiver was also returned for investigation but no defect was found.

Manufacturer narrative:
Evaluation of the returned device did not confirm the reported intermittent out of range.

Event description:
Patient contacted dexcom to report a permanent out of range signal.

Event description:
Patient contacted dexcom to report intermittent out of range.